Manufacturer narrative:
(B)(4).

Event description:
The patient reported her implantable neurostimulator (ins) turned itself off without notice. She had not realized it had shut off and she had gotten very sick. When she found out it had been turned off, she turned the ins back on and she got a little better. She has been getting sick more frequently and had to be hospitalized 3 times within the last year. She did not know if she had been getting sick because of her ins or pump. It turned off while she was sleeping. There were no recent medical test oremi environmental exposure. The patient confirmed ins status with pp correctly. The patient outcome was unknown. The indication for therapy was non-malignant pain, peripheral neuropathy and complex reg pain syndrome type ii.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that they had a sudden loss of stimulation and a loss of therapy in (B)(6) of 2015. The implantable neurostimulator shut off on its own, and because of that she became very ill. The patient did not turn the implantable neurostimulator off herself, and the cause of the stimulation suddenly turning off and stopping is unknown. The patient reported that her implantable neurostimulator was implanted for bowel issues. The patient experienced severe diarrhea and pain and had to be taken by ambulance to the hospital. The patient realized that stimulation was off when she used her patient programmer; it suddenly went back on when she checked it, therapy resumed, and the issue resolved.